Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received from the field with battery voltage at elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled and was in high output mode during implant period. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.